Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high impedance, several sustained ventricular tachycardia episodes, and short interval counts (sic) on the right ventricular (rv) lead. Provocation testing was positive, and fracture was suspected. The lead was explanted and replaced during aortic valve replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo.